Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No frozen display noted. The insulin pump was monitored and no suspending by itself noted. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 364 mg/dl. The customer stated that the pump is stuck on the meter blood glucose now alert and when she pressed any button nothing happens. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. We are sending replacement pump to the customer.